Event description:
The reporter indicated that the surgeon implanted and removed a 12.6mm vticmo12.6. -16.0/1.5/091 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. A same length and similar power (sphere/cylinder/axis) lens was implanted on (B)(6) 2023. This resolved the problem. Reportedly, patient is happy.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
A2 - dob: (B)(6) 1975 incorrect removed from initial MDR. Claim #(B)(4).